Event description:
The customer reported that the system locked up while attempting to send images to pacs. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was repaired. The system was then found to be operating as intended.